Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as without the proper instrumentation, navigation cannot be performed. The reported issue has been linked to use error due to this. Use error.

Event description:
A medtronic representative reported that, on behalf of an unknown site surgeon, the site was unable to navigate during a cranial biopsy. It was reported that the site did not have the proper medtronic instrument set to navigate the biopsy. The navigus base and biopsy tray were not present. The surgeon opted to complete the procedure without the use of the navigation system. The site reported that the surgeon elected to continue by performing an open biopsy.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue. The site aborted use of the navigation system after a burr hole was already made. Information was not available if the site was able to obtain the biopsy specimen. At the time of issue, the site attempted to use the planar probe to create their plan and lock the trajectory as they did not have the trajectory guide kit. FDA patient code added. Additional information: after additional investigation, it was found that the site did not use the trajectory guide kit or the passive biopsy kit. The instructions for use, which accompanies this device states: "the two guidance systems that may be used for a passive biopsy procedure are the trajectory guide kit and the vertek¿ passive biopsy kit."

Manufacturer narrative:
Additional information: the medtronic representative reported that the site has been trained on proper use of the biopsy needle.